Event description:
A surgeon reported a capsular adhesion resulting in capsular tear extending to the posterior pole. Additional info from reported indicated no vitrectomy was required and the intended intraocular lens (iol) was implanted.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).